Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. Functionality testing as well as device eval confirmed that the #0, 1, and 2 keys were intermittent, caused by a failed keypad. The failed keypad was replaced to correct this condition. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum pump's #0, 1, and 2 keys on the keypad were intermittently responsive. Ther was no pt involvement.